Event description:
During the procedure, mapping of the right atrium was performed with non abbott mapping catheters (j&j pentaray, decanav and stsf). The transeptal phase was then started, transseptal puncture was performed and the non abbott catheter (pentaray) was introduced. In that moment, the physician realized there was a tamponade and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the intensive care unit under supervision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.